Manufacturer narrative:
Device was received with a blank flashing display due to moisture and physically damaged on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer reported that insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.